Event description:
Manufacturer's representative reported a faulty synchromed pump. Limited information is presently available. A follow up report will be sent when additional information is received.